Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Surgery (B)(6) 2016. Patient had 2 previous fusions 1st l4-s1 tlif, revision l3 screw "blew out lateral" with extension l2 tlif, neurologically intact. Vertebral bodies good. Flexion and extension films showed movement between polyaxial head and shaft of right l2 screw. She is stable and feels good. She is the wife of a surgeon and knows the screw is broken. Wants to know why titanium breaks? Tlif on left l2/l3 broken screw @ rt l2. Does not recall at what point of the screw breaking.